Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient is very dissatisfied with her vision results post bilateral crystalens implants. The close vision is good, intermediate vision is just okay but the distance vision is very unsatisfactory. The patient had a yag procedure with slight improvement. It is unknown which eye or if both eyes had yag procedure(s). The reason for the yag procedure was not provided. The patient will be seen by a different doctor. This report pertains to the patient's left eye. Additional information has been requested.

Manufacturer narrative:
The lot/serial number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.